Manufacturer narrative:
(B)(4). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not provided by the customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of a bc190-05 flexitrunk infant nasal tubing 50mm had a leak during use on a patient. The healthcare facility has further reported that the patient experienced minor desaturation and was immediately resuscitated using a neopuff infant resuscitator until the patient was placed on a new flexitrunk infant nasal tubing. There were no further patient consequences reported.

Event description:
A healthcare facility in australia has reported via a fisher and paykel healthcare field representative that the tubing of a bc190-05 flexitrunk infant nasal tubing 50mm had a leak during use on a patient. The healthcare facility has further reported that the patient experienced minor desaturation and was immediately resuscitated using a neopuff infant resuscitator until the patient was placed on a new flexitrunk infant nasal tubing. There were no further patient consequences reported.

Manufacturer narrative:
(B)(6). Section d4: lot number details are not provided by the customer. Section d4: UDI details are not provided by the customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device bc190-05 nasal tubing 50mm was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the device, information provided by the customer and our knowledge of our product. Results: visual inspection of the subject device revealed that the tubing film was torn between the second and nineth coil at the circuit connector side. The film was found to be wrinkled and torn; this indicates that the nasal tubing was subjected to excessive force and was pulled to an unintended extent. Furthermore, the subject device was ftir (fourier transform infrared spectroscopy) tested, and it was revealed that there were no signs of chemical contamination found on the tubing. Conclusion: our investigation could not determine the cause of the reported failure. Based on the knowledge of the product and previous investigations of the similar complaints, the factors that could cause the tubing damage would be of handling of the device, use of support devices (like christmas trees and angel frames) and fingernails. All flexitrunk infant nasal tubing's are visually inspected, and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc190 bubble CPAP system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc190 bubble CPAP system.